Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ambuflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was constipation. It was unknown if the patient was hospitalized. At that time, the patient started unspecified remedial treatment. Dianeal therapy was discontinued the following day, on (B)(6) 2011. It was unknown if the events of peritonitis and constipation had resolved. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to dianeal therapy. No causality was provided the event of constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.